Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged the water chamber is not functioning properly and it will not go down. Device will not turn on/device not functioning, other thermal issue. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an visualization of particles related to a CPAP device's sound abatement foam. The user alleged the water chamber is not functioning properly and it will not go down. Device will not turn on/device not functioning, other thermal issue. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, customer could not able to provide the information about device return. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been updated in this report.